Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device would not fill. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, it was found that the door was broken and the foot was missing. The left & right lexan covers and the rubber foot were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling and/or lack of maintenance can be the most probable root causes of the missing rubber foot. The broken door and missing rubber foot would have caused the device not to fill as expected. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/17/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that pre-op to a shoulder surgery, the pump would not fill. During in-house engineering evaluation, it was determined that the door was broken on the device. The case was completed with a like device with no delay and no patient consequence. No additional information was provided.